Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event date - ni. Explanted date - ni. This report is number 6 of 6 mdrs filed for the same patient (reference 1825034-2016-00668 / 00669 / 01848 / 01849 / 01852 / 01853).

Event description:
It was reported that patient underwent a right hip revision procedure due to unknown reasons. During the procedure, the patient was revised to competitor product.